Event description:
Provider states that out of the box the left brake was physically cracked therefore causing that brake to not function.

Manufacturer narrative:
Device returned for evaluation. Engineering report states- new out of box, plastic broken at left handle.